Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; customer reported that a scan was being performed on a combative, partially sedated patient who had been restrained to a plastic slider pallet. During the scan, the patient sat up and pushed their arm/elbow through the mylar window around the bore while the gantry was spinning and was struck by the rotating gantry. The emergency stop was pressed to end the exam and shut off gantry motion. The patient was subsequently treated in the ed and reportedly required staples for the elbow injury. A follow up scan was completed on another CT device and the patient is said to be recovering. The CT scanner was taken out of service following the event. After inspection and assessment of the CT, it was found that the mylar ring and table straps were unusable, and there were scratches on the collimator plastic cover. The gantry mylar, table straps and collimator plastic have been ordered for replacement. Based on the available information, this issue has been determined to be a reportable event. Philips has started the investigation of this complaint.

Manufacturer narrative:
On (B)(6) 2024, philips received a customer complaint reporting that a scan was being performed on a combative, partially sedated patient who had been restrained to a plastic slider pallet. During the scan, the patient sat up and pushed their arm/elbow through the mylar window around the bore while the gantry was spinning and was struck by the rotating gantry. The emergency stop was pressed to end the exam and shut off gantry motion. The patient was subsequently treated in the ed and reportedly required staples for the elbow injury. A follow up scan was completed on another CT device and the patient is said to be recovering. The CT scanner was taken out of service following the event. After inspection and assessment of the CT, it was found that the mylar ring and table straps were unusable, and there were scratches on the collimator plastic cover. Fse replaced damaged gantry mylar, a plane mylar and table straps, performed air calibrations as well as qa. Device is currently working with no faults. Philips investigated this event and concluded that issue was caused by aggressive patient who was not well sedated by the operator. Additionally, patient was not being secured properly at the time of the event. ¿based on the information provided by site field service engineer, the patient arm was free from patient strap and stood up during scanning and strike the mylar ring. It was found that the markings on several locations on mylar ring corresponding to the strike from patient. ¿r&d team revisited the design verification for mylar ring regarding to its strength and safety. The design of mylar ring and whole system meet the relevant requirement in iec 60601-1, specifically the mylar ring was tested according to iec 60601-1 clause 15.3 for mechanical strength with no unacceptable risk as determined by inspection of risk management file. ¿in the incisive CT IFU, philips provided warning information to customer to make sure that the patient is strapped securely to avoid dangling of the hand. To ensure patient safety and image quality, use patient straps all the time. It is obviously that for this case patient arm and hand is not restrained according to philips requirement. Even though the CT system provides straps for fixing the patient, the operator didn't secure the patient properly. The operator also ignored the warning message in IFU to use strap to secure the patient properly. All the above combination of user errors has contributed to this event during the clinical use of this device. The device is operational after support provided to the customer.

Event description:
This complaint has been evaluated based on the information provided; customer reported that a scan was being performed on a combative, partially sedated patient who had been restrained to a plastic slider pallet. During the scan, the patient sat up and pushed their arm/elbow through the mylar window around the bore while the gantry was spinning and was struck by the rotating gantry. The emergency stop was pressed to end the exam and shut off gantry motion. The patient was subsequently treated in the ed and reportedly required staples for the elbow injury. A follow up scan was completed on another CT device and the patient is said to be recovering. The CT scanner was taken out of service following the event. After inspection and assessment of the CT, it was found that the mylar ring and table straps were unusable, and there were scratches on the collimator plastic cover. The gantry mylar, table straps and collimator plastic have been ordered for replacement. Based on the available information, this issue has been determined to be a reportable event. Philips has completed the investigation of this complaint.